Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and the ipg not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and the new ipg was relocated to a new pocket to a more deeper depth. No device malfunction was suspected. The patient was reportedly doing well post operatively.